Event description:
A us distributor reported that a monitor was unable to complete a pulse test.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (reset during pulse delivery) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the pcbs causing faults. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.